Event description:
The facility reported a colleague infusion pump with the reported condition of a liquid crystal display image being distorted. It is unknown when or in which care area this event occurred. This condition has the potential to cause an interruption of delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a distorted liquid crystal display was confirmed during product evaluation. The root cause of the reported problem was determined to be a defective lcd display. Appropriate action was taken to correct the reported problem by replacing the lcd. Additional information: this involved a colleague version 1.7 infusion pump with a user interface module software version of 8:11:00. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.